Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abscess limb and mucosal edema. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("vag. Infect, infection (bladder/ urinary tract/vaginal) type: yeast"), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), amnesia ("nuero condit/problems, neurological conditions or problems type:memory loss"), tooth disorder ("dental probs"), blister ("rashes or skin conditions type: blisters") and dysgeusia ("other injury(ies) or complication (s) please describe: dysgeusia") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy-- rash/skin condition"), cystitis ("bladder infect"), urinary tract infection ("bladder/urinary problems- uti") and ovarian cyst ("tumors, tumor / teratoma / cancer type: ovarian cyst"). The patient was treated with surgery ((B)(6) 2019, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, menorrhagia, fatigue, migraine, headache, tooth disorder and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dermatitis allergic, cystitis, urinary tract infection, vulvovaginal mycotic infection, ovarian cyst, hot flush, amnesia, blister and dysgeusia had resolved. The reporter considered abdominal pain, amnesia, back pain, blister, cystitis, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, allergy, bladder infection, urinary tract infection and vaginal infection. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kgs. Hysterosalpingogram - on (B)(6) 2009: bilateral essure implants appear in good position with bilateral occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received events "hormonal changes describe: hot flashes, abnormal bleeding (vaginal) infection (bladder/ urinary tract/vaginal) type: yeast, rashes or skin conditions type: blisters, memory loss, dysmenorrhea (cramping), ovarian cyst, pain, fatigue, other injury(ies) or complication (s) please describe: dysgeusia, pelvic inflammatory disease" were added. Outcome of all events were updated as recovered. Medical history , lab data and reporter information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), rash ("allergy-- rash/skin condition"), skin disorder ("allergy-- rash/skin condition"), cystitis ("bladder infect"), urinary tract infection ("bladder/urinary problems- uti"), vaginal infection ("vag. Infect"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/problems") and tooth disorder ("dental probs") and was found to have neoplasm ("tumors"), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, rash, skin disorder, cystitis, urinary tract infection and vaginal infection had resolved and the neoplasm, hormone level abnormal, fatigue, migraine, headache, nervous system disorder, tooth disorder and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, migraine, neoplasm, nervous system disorder, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, allergy, bladder infection, urinary tract infection and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Previously reported event "injury" was updated to "pelvic pain",events "gen. Abnorm. Bleed, abdominal pain, back pain, dysmenorrhea (cramping), allergy, bladder infection, uti, vaginal infection, tumors, hormonal changes, fatigue, migraine, headaches, nuero condit/prob, dental problems and weight gain", reporter information, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abscess limb, intestinal edema and obesity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("vag. Infect, infection (bladder/ urinary tract/vaginal) type: yeast"), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), amnesia ("nuero condit/problems, neurological conditions or problems type:memory loss"), tooth disorder ("dental probs"), blister ("rashes or skin conditions type: blisters") and dysgeusia ("other injury(ies) or complication (s) please describe: dysgeusia") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy-- rash/skin condition"), cystitis ("bladder infect"), urinary tract infection ("bladder/urinary problems- uti") and ovarian cyst ("tumors, tumor / teratoma / cancer type: ovarian cyst"). The patient was treated with surgery (B)(6) 2019, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, heavy menstrual bleeding, fatigue, migraine, headache, tooth disorder and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dermatitis allergic, cystitis, urinary tract infection, vulvovaginal mycotic infection, ovarian cyst, hot flush, amnesia, blister and dysgeusia had resolved. The reporter considered abdominal pain, amnesia, back pain, blister, cystitis, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, allergy, bladder infection, urinary tract infection and vaginal infection. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral essure implants appear in good position with bilateral occlusion of the fallopian tubes.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('gen. Abnorm. Bleed') in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abscess limb, intestinal edema and obesity. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vulvovaginal mycotic infection ("vag. Infect, infection (bladder/ urinary tract/vaginal) type: yeast"), hot flush ("hormonal changes describe: hot flashes"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), amnesia ("nuero condit/problems, neurological conditions or problems type:memory loss"), tooth disorder ("dental probs"), blister ("rashes or skin conditions type: blisters") and dysgeusia ("other injury(ies) or complication (s) please describe: dysgeusia") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy-- rash/skin condition"), cystitis ("bladder infect"), urinary tract infection ("bladder/urinary problems- uti") and ovarian cyst ("tumors, tumor / teratoma / cancer type: ovarian cyst"). The patient was treated with surgery ((B)(6) 2019, bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, heavy menstrual bleeding, fatigue, migraine, headache, tooth disorder and weight increased outcome was unknown and the pelvic pain, vaginal haemorrhage, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dermatitis allergic, cystitis, urinary tract infection, vulvovaginal mycotic infection, ovarian cyst, hot flush, amnesia, blister and dysgeusia had resolved. The reporter considered abdominal pain, amnesia, back pain, blister, cystitis, dermatitis allergic, dysgeusia, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, migraine, ovarian cyst, pelvic inflammatory disease, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain, dysmenorrhea (cramping), general abnormal bleeding, allergy, bladder infection, urinary tract infection and vaginal infection. Current weight 220 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: bilateral essure implants appear in good position with bilateral occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jul-2021: mr received. Reporter information was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.